Event description:
The customer stated that he tested his blood glucose and received a reading of 15.4. It was verified the meter was set to mmol/l. The customer did not allege any adverse events. He was able to reset the meter to mg/dl, and no-product will be returned.